Manufacturer narrative:
As described, the clips were discarded by the user facility and, therefore, will not be returning to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be determined, as the device was not returned for evaluation. However, based on the results of previous testing, a likely mechanism causing the clip to not detach from the device may be the following: the slider was pulled for the clipping. Due to the following compounded factors, a force of pulling the slider was reduced before it reached to the clip. Resistance between the operation wire and the coil sheath increased due to the shape of the scope or excessive angle of the scope. The amount of force required to close the clip increased due to the large amount of grasping object. The clip pipe, hook and clip arms were interfering with each other when the clip was closed. This increased the amount of force required to close the clip. A force required to close the clip was not applied to the clip. Therefore, the limiter located in the slider broke (heard the snapping sound) before the clip completely closes. Since the limiter made a snapping noise, the user pulled the slider as he/she was misunderstanding that the clipping was completed. Since the clip was not closed completely, it could not be released (the clip arms were opened). Also, since the joint between the hook and clip arms became loose, the clip pipe and hook and clip arms interfered with each other. Based on previous testing results, a likely factor causing the loose joint between the hook and the clip arms may be the following: since the operating portion was rotated while the clip was placed inside the sheath, a rotational force was applied to the joint between the hook and the clip arms. A force was applied near the distal end of the clip arm. This lifted the rear end of the clip arm. The instruction manual contains the following warnings: "¿operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, "emergency treatment". Keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. Do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result." Olympus will continue to monitor field performance for this device. The device was discarded by the user facility.

Event description:
The user facility reported that after the removal of an intestinal polyp, the subject device was applied for closing the visceral flaps, but the clip did not release from the metallic base. In addition, the device did not close the valves. The clip was then pushed back into the sheath and the device was removed from the unidentified endoscope. The same issue occurred with four different clips. The intended procedure was completed using a clip from another company. There was a twenty-minute delay due to replacing the clips. There was no patient harm or injury reported due to the event. The clips were discarded by the user facility and, therefore, will not be returning to olympus for evaluation. Additional details were later received stating that during the attempt to place and release the clip, the clip arms closed normally by pulling the slider. When it was time to release the clip, the slider was pulled completely and the expected audible click was heard, at which point the clip should remain closed, and pushing the slider should release the clip from the slider, which did not happen. The clip reopened when pushing the slider. By pulling the slider again and completely, no audible click was heard. The clip would only stay closed by keeping the slider pulled, but the release of the clip was not possible. This report is being submitted for the first clip, with patient identifier (B)(6). The second clip is being submitted under the medwatch with patient identifier (B)(6). The third clip is being submitted under the medwatch with patient identifier (B)(6). The fourth clip is being submitted under the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the initial medwatch. The aware date should be 28-oct-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.